Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
A customer reported getting a blank screen on their adc meter as they tried to turn the meter on by pressing the button or inserting test strips and as a result of being unable to test, experiencing symptoms of hyperglycemia and being hospitalized for 5 days. The customer reportedly got diagnosed with hyperglycemia and treated with insulin. Multiple attempts have been made to clarify if his 5-day hospitalization was related to diabetes without any success. There was no report of death or permanent impairment associated with this medical event.